Event description:
It was reported during a da vinci-assisted ventral hernia repair surgical procedure, a small bowel injury occurred. During the initial procedure, the surgeon performed a takedown of dense adhesions at the right lower quadrant trocar site; the procedure was completed robotically. On post-operative day four, an open exploratory laparotomy with small bowel resection was performed, with an additional surgeon, to fix the small bowel injury that occurred during the initial procedure. Upon review of the event, the surgeon said a small bowel injury occurred during the takedown of the dense adhesions in the initial procedure. The surgeon stated there was no trocar injury on the initial procedure. The trocars were placed under direct visualization. The surgeon stated that both the da vinci and the open procedures proved to be difficult due to the dense adhesions.

Manufacturer narrative:
There is no allegation that a malfunction of a da vinci product occurred; therefore, no product is expected to be returned. A review of the system logs for this procedure has been performed and the following was observed: no relevant errors were observed during this procedure. All instruments have been used in subsequent procedures. No additional complaints were created for these instruments that were not reused.